Manufacturer narrative:
This report is submitted on september 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, september 05, 2017.

Manufacturer narrative:
Correction to date of troubleshooting performed: the correct date is (B)(6) 2017, not (B)(6) 2017, as initially reported.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.